Event description:
According to the reporter, the "patient developed ett cuff leak requiring replacement of tube".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.